Event description:
It was reported that during use, the flow rate is slow, and thrombosis in the tube occurs; the PICC catheter cannot be removed normally during the normal extubation process. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex0350 showed no other similar product complaint(s) from this lot number.